Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was a calcified, 100% stenotic lesion in the proximal left circumflex (lcx) coronary artery. A travers 0.014 guidewire was also used in the procedure. All other concomitant using products were unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.